Manufacturer narrative:
Device passed self test and displacement test. No unexpected a13 or e13 alarm anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error watchdog timeout. Customer's blood glucose level was unknown. Trouble shooting was performed for the issue and after inserting fresh battery, insulin pump not returned to normal functioning. The device will be returned for analysis.